Manufacturer narrative:
Additional information was received on (B)(6)2020. The gender is female. Patient¿s condition improved. Ablation was performed prior to noting the cardiac tamponade. Therefore, a 3. Sex field was processed. Additional information received on (B)(6)2020 indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient¿s blood pressure dropped after the procedure, and cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. There¿s no indication that extended hospitalization was required. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event was not provided. No biosense webster product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.